Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blue screen. The technical support specialist (tss) reviewed and corrected the dependencies.xml file to ensure the rss update agent path matched the proper ¿program files (x86)¿ directory. The application path was updated, the file saved, and the station rebooted to confirm auto-login functionality was restored. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, (B)(6): station not accessible by nurses. Station is currently stuck on the cfn admin blue screen, had restarted the station a few times and it always gets stuck on that screen, there were no adverse events or injuries reported based on this event.